Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of interrogation difficulty, the programmer interrogated as required. It was noted that the system fan was noisy, the stylus pulled apart but was functionally okay and that the display was out of specification (there was a faint blue line in the display). All found defective parts were replaced.

Event description:
It was reported that the programmer was unable to interrogate pacemakers although it was noted that it was able to interrogate implantable cardiodefibrillators. It was further reported that the radiofrequency programmer head was changed out but that the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.